Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5442147 510k # k091974 and upn (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure:posterior lumbar interbody fusion it was reported that patient underwent an unspecified surgery and implants were placed at l1/2 and l5/s1. Post-op, the hex part of the crosslink protruded and patient developed pain and decubitus. Patient underwent revision for removal of the crosslink.